Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The fluidics module was replaced for diagnostic purposes. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 2 related report(s) for this system. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause cannot be determined. (B)(4).

Event description:
A surgeon reported "failure of fluidics module" during a cataract with intraocular lens implant procedure. The procedure was completed with the same system and fluidics module, however the patient experienced a posterior capsular tear. This is the second of two reports being filed for this facility.